Manufacturer narrative:
Additional narrative: on (B)(6) 2018, consumer saw her doctor and was diagnosed with a urinary tract infection. Antibiotics were prescribed. She followed up with her doctor again around (B)(6) 2018. She is no longer experiencing unusual symptoms and the uti has resolved. She stated she is feeling better and doing well.

Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
Consumer experienced pledget falling apart with two different tampons from the same box, 3 months apart ((B)(6) 2018). She visited the ER to verify no more pieces still remained inside after the first incident, but not the second. During a wellness check on (B)(6) 2018, consumer stated that additional pledget pieces came out and she experienced a stomach ache and a fever, which have now resolved. She has not experienced any unusual odor or discharge and has not sought any medical attention. No additional information available at this time.